Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a small effusion and perforation. During an atrial fibrillation ablation, a farawave was selected for use. Upon beginning to close, the physician checked intracardiac echocardiography (ice) as he routinely does. It was noticed there was soft pressure as well and possibly thought there was a small effusion and perforation. A pericardiocentesis was performed and a drain was put in overnight. The procedure was completed. The device is not expected to be returned as it was disposed. No further information was provided.

Event description:
It was reported that a patient experienced a small effusion and perforation. During an atrial fibrillation ablation, a farawave was selected for use. Upon beginning to close, the physician checked intracardiac echocardiography (ice) as he routinely does. It was noticed there was soft pressure as well and possibly thought there was a small effusion and perforation. A pericardiocentesis was performed and a drain was put in overnight. The procedure was completed. The device is not expected to be returned as it was disposed. No further information was provided. It was further reported that the patient was hospitalized after the procedure. No initial information was provided about patient discharge or patient condition.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b2 outcomes attrib to adv event, b5 describe event or problem, h6 patient codes, and h6 patient codes. A good faith effort is in progress to obtain the current patient condition.